Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2365 on the homechoice (hc) during last fill, while the hp was connected. The last fill volume (lfv) was 999 ml, which is only 1 ml short. As a result, the hp was able to complete the therapy. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.